Event description:
The manufacturer received information alleging a millennium oxygen concentrator caught on fire. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer's service center. A follow up final report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a millennium oxygen concentrator allegedly caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The technician found the compressor wires were cut caused by the mounting brackets of the compressor. There was evidence of thermal damage to the compressor bracket. The enclosure of the device was not compromised.